Manufacturer narrative:
The srt was servicing a roller pump (pn: 816571, sn: (B)(6), UDI: (B)(4).10386) which included replacing the roller pump motor. Once the motor was replaced with a new motor, the reported issue occurred. He replaced the motor again and performed release testing. The unit operated to the manufacturer's specifications.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that upon receipt of the device at the service center, the roller pump motor failed testing and displayed a 'service pump' message on the roller pump screen. There was no patient involvement.

Manufacturer narrative:
Per the supplier evaluation, the motor went through standard testing and was found to be spinning backwards (clockwise when set to counterclockwise, and counterclockwise when set to clockwise). The motor was back driven to determine the back emf waveform of both the sensor and the motor leads. From this test, it was found that the sensor was 180 degrees out of phase of the armature. Another test found that when the motor was run through the armature leads, the motor spun as expected, however when attached to the sensor leads, it ran backwards. It was determined that the sensor was set incorrectly by half a phase. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.